Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation: air/water supply white residue inside the channel and cylinder due to cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During device analysis, the olympus repair technician reported that white residue was found inside the air/water (a/w) supply channel and cylinder. There was no patient involvement.